Event description:
At 7 years and 5 months after the primary surgery, the patient came in reporting patella pain and the cause is unknown, but it wasn`t related to the implant. The surgeon performed a lateral release and revised the poly as a standard procedure. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 12.11.2021: lot 140361: (B)(4) items manufactured and released on 25-03-2014. Expiration date: 2019-02-28 no anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold without similar reported event since 2017.

Event description:
At 7 years and 5 months after the primary surgery, the patient came in reporting patella pain and stiffness. The pain and stiffness were addressed by a soft tissue release of the lateral tissue and with a lateral patellar chamfer of the bone not covered by the offset patella button. The surgeon performed a lateral release and revised the tibial insert as a standard procedure (the same size only due to the joint was already exposed). The patella implant was not revised.

Manufacturer narrative:
Batch review performed on 06.december.2021: gmk-sphere 02.07.0035rp patella resurfacing size 3 (k090988) lot 136083: (B)(4) items manufactured and released on 7-feb-2014. Expiration date: 2018-12-31 no anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold without similar reported event since 2017.